Manufacturer narrative:
The suspect device has not been returned for evaluation. The unit fan filter, inlet filter blower and sinter bronze filter are all in good condition at the time of occurrence of alarm. Informed to customer that based on log files, ventilation was started (B)(6) to (B)(6) 2021 ventilating continuously until it is stopped due to blower failure. Noticed alarm 196- "plv: pressure limitation active" was triggered 492 times between (B)(6) apr continuously along with alarm 260-occlusion and alarm 111- pressure high and nobody corrected the settings to resolve the alarms. Alarm 241-blower temp high occurred 4 times and it was reset/acknowledged by user, blower temp reached 84.3 on (B)(6) 2021 and triggered alarm 240- blower temp too high. The end user didn't responded to that alarm and it was unattended until the blower temperature reached 139.3 (B)(6) 2021 at 8:21:37 pm. Vyaire medical technical support stated that the issue happened because the end user didn't responded properly to alarms and blower temp increased to the maximum level. Results of investigation: vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Event description:
The customer reported bellavista 1000 having 316-blower failure and 401- inspiration valve or device leaky alarm while on a patient. The customer confirmed that there was no patient harm reported associated with the event. 6. Tests/lab data, including dates.